Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to a broken black pulse wire along with yellow gel fire wire broken at rear 1 wire therapy electrode. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.